Event description:
It was reported that a proultra endo tip separated outside of a patient's mouth. No patient injury resulted as no patient was directly involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #5 separated outside of a pt's mouth. Though there was no report of pt injury (as no pt was directly involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure of function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 14.25mm from the bend.